Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v497081, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a power-on-reset (por) condition was seen on the patient¿s implantable neurostimulator (ins) and that they were unable to adjust the stimulation. The patient stated that they had been to the hospital for various unrelated medical procedures and for follow up which included a colonoscopy. It was noted that the stimulation was no longer working since seeing the warning por message on the programmer. The patient denied seeing an informational por previous to this warning por condition. On follow up, the patient reported they received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.